Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have contaminated grip cable at the distal end. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The instrument was transferred to advanced failure analysis (afa) engineering for further evaluation. Afa investigations confirmed the customer reported complaint. The instrument was found to have the grip cable contaminated at the grip hub. Some unknown material appears to be stuck between the grip cable and the grip hub, but there is no damage to the cable. The instrument has 5 remaining uses out of 10. A sample of the unknown material was extracted, and fourier transform infrared (ftir) analysis was performed. The results showed a match of 878 to ramie fiber and similarly close results to cotton/cellulose. Based on the results, the unknown material appears to be some type of fiber. It is likely that this fiber got stuck on the cable when cleaning the distal end.

Event description:
It was reported that during central processing, the monopolar curved scissors (mcs) instrument wire was so dirty that it couldn't be cleaned out anymore. The tendons were wrapped up in the wire along with the wire guide channel and couldn't be removed. The mcs instrument was checked before sterilization, no replacement instrument was used. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the tissue was glued onto the instrument, it was wrapped up so much that the customer could no longer get it out.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.